Event description:
Patient revised for sqeaking, found ceramic insert had fractured.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. Review of the provided paper x-rays by (B)(4) base business noted the head had completely subsided inside the cup sometime between 2007 and 2011, based on the labels on the x-rays. The version and angle appeared to be ok and nothing was noted to be out of the ordinary with respect to the positioning. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.